Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported by the patient that on (B)(6) 2016 a labrum-fixation with fibertak 1.5 tigerwire was performed with patient. Since this surgery she suffers from invalidating pain, especially in the area of the suprascapular nerve and the brachial plexus. Update 22-feb-2019: the patient was operated for a simple slap (superior labrum from anterior to posterior) lesion with biceps tenodesis (1x corkscrew) and refixation of the post labrum with 2 fibertak`s . Post-op the patient showed classic residual symptoms like a capsulitis. Even though the patient showed signs of capsulitis, the surgeon does not think that it is caused by the arthrex device. According to the surgeon the patient is hyperreactive and extremely skeptical. In the meantime, she has been re-operated twice by different hospitals/surgeons. According to the patient after each surgery it gets worse. Update 11-mar-2019: the following items were involved in the surgery on (B)(6) 2016: two pieces ar-1928sf-2-1, lot number: 759948 and 759948. Three pieces of ar-3600 lot numbers: 1552643 ; 1552643 ; 300375.